Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced pump errors, power loss and multiple failed battery alarms. The customer's blood glucose value was 305 mg/dl. The customer reported pump error occurred when battery was placed in the pump. The insulin pump passed self-test. The product was not returned for analysis.